Manufacturer narrative:
As reported, the patient underwent placement of an optease filter on or about (B)(6) 2011. Removal was attempted on or about (B)(6) 2011, however the filter had become embedded in the vein and could not be removed, so the doctor elected to terminate the removal attempt to avoid caval injury, but noted the filter was intact, centered, and free from thrombus. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, ovarian vein embolism and chronic occlusion of the inferior vena cava (ivc) requiring a complicated removal. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis/occlusion of the ivc does not represent a device malfunction. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2011 with the attempted removal date of (B)(6) 2011. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Implant date: on or about (B)(6) 2011.

Event description:
As reported, the patient underwent placement of defendants' optease filter on or about (B)(6) 2011 in (B)(6). Removal was attempted on or about (B)(6) 2011, however the filter had become embedded in the vein and could not be removed, so the doctor elected to terminate the removal attempt to avoid caval injury, but noted the filter was intact, centered, and free from thrombus. The filter subsequently malfunctioned and caused injuries and damages to the patient, including, but not limited to, ovarian vein embolism and chronic occlusion of the inferior vena cava (ivc) requiring a complicated removal. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
The indication for the device implant was a history of pulmonary embolism and preoperative for knee replacement surgery. The device was placed via the right common femoral vein without report of complications. The operative not indicates that if filter retrieval is desired it should be performed within eight weeks of implantation. The patient¿s history is significant for degenerative joint disease, pulmonary embolism, glaucoma, hyperlipidemia, anxiety, irritable bowel syndrome, insomnia, depression, basal cell carcinoma (chest wall), chronic pain syndrome, gastro-esophageal reflux disease and conversion from a right uni-knee replacement, implanted one and a half years prior, to a total knee arthroplasty. The patient also has a surgical history of cervical fusion, bladder surgery and a hysterectomy. The filter retrieval attempt was made approximately six months after the initial implant. According to the medical records provided, the filter could not be retrieved as the vena cava showed some tissue ingrowth into the filter. A veno cava gram performed at that time noted that both the right and left common iliac veins are widely patent, the ivc is widely patent, both renal veins are widely patent, the filter is centered and free of thrombus. The vena cava shows some tissue ingrowth into the filter and could not be advanced or spun. It was thoroughly fixed to the wall of the vena cava. The documentation received indicates that there was a second attempt to remove the filter approximately five years status post the initial implant, however; no procedural records were provided. It was reported that a patient underwent placement of an optease filter. A removal was attempted approximately six months later, however the filter had become embedded and could not be removed, at that time the filter was noted as intact, centered, and free from thrombus. The information also indicates that the patient is experiencing ovarian vein embolism and chronic occlusion of the inferior vena cava (ivc), and required a complicated removal approximately three years after the filter was placed. The patient is reported to continue to experience anxiety related to the device. The indication for the device implant was a history of pulmonary embolism and preoperative for knee replacement surgery. The device was placed via the right common femoral vein without report of complications. The operative not indicates that if filter retrieval is desired it should be performed within eight weeks of implantation. The patient¿s history is significant for degenerative joint disease, pulmonary embolism, glaucoma, hyperlipidemia, anxiety, irritable bowel syndrome, insomnia, depression, basal cell carcinoma (chest wall), chronic pain syndrome, gastro-esophageal reflux disease and conversion from a right uni-knee replacement, implanted one and a half years prior, to a total knee arthroplasty. The patient also has a surgical history of cervical fusion, bladder surgery and a hysterectomy. The filter retrieval attempt was made approximately six months after the initial implant. According to the medical records provided, the filter could not be retrieved as the vena cava showed some tissue ingrowth into the filter. A veno cava gram performed at that time noted that both the right and left common iliac veins are widely patent, the ivc is widely patent, both renal veins are widely patent, the filter is centered and free of thrombus. The vena cava shows some tissue ingrowth into the filter and could not be advanced or spun. It was thoroughly fixed to the wall of the vena cava. The documentation received indicates that there was a second attempt to remove the filter approximately five years status post the initial implant, however; no procedural records were provided. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. The information provided does not mention any specific malfunction of the device. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Blood clots, thrombosis in the filter and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without images or procedural films for review the reported retrieval difficulty and occlusion could not be confirmed. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety does do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.